Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm while connected to the mobile power unit (mpu) was confirmed via analysis of the submitted log file. The submitted log file contained 16 days of data (B)(6) 2026 per the timestamp). The log file captured low voltage hazard and no external power alarms on (B)(6) 2026 from 07:13:58 to 07:14:00 due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power without any issues. No other notable alarms were observed in the log file. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu was not returned for analysis. Additional information provided communicated that the mpu has a v-lock connector on the ac power cord. It was also communicated that the ac power cord did not become disconnected from the wall outlet or from the back of the unit and that there were no environmental circumstances that would have affected ac power at the time of the event. The root cause of the reported event could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii IFU section 7 ¿ ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate ii IFU section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 20may2018. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had significant driveline damage and rescue tape was applied. The patient denied having any alarms. Log files were sent for review. The log files did not show the driveline damage was interfering with the pump operation. The reported driveline damage appeared to be cosmetic only at the time. The log file also captured no external power alarms and other associated alarm types on (B)(6) 2026 cause by the mobile power unit being briefly interrupted. There was no interruption in pump support during this event. The cause of the no external power alarms was not identified. The nurse provided education to the patient on the importance of the mpu and not disconnecting the mpu from the wall. The mpu would remain in use.